Manufacturer narrative:
The pusher assembly was returned for evaluation with the implant coil still attached. The pusher assembly was found broken distal to the break indicator. The evaluation could not determine the cause of the event. (B)(4).

Event description:
Treatment of an aneurysm located at the top of the basilar artery. On (B)(6) 2013, the patient underwent coiling embolization treatment. During the procedure, it was reported that the first implant coil was implanted, but had unwound during repositioning and was removed from the patient. The next four coils were placed successfully in the aneurysm. The last coil was placed in the aneurysm without issues; however, it could not be detached with the instant detacher. An attempt to detach the coil using the manual method (an alternative detachment method presented in the instructions for use) also failed. A new coil was successfully placed in the aneurysm to conclude the procedure. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).